Event description:
Customer's wife initially called because lancing device was not working, and they could not get any blood to test on the meter. The customer was finally able to test his blood and got a reading in mmol/l. The customer and his wife did not understand the difference between mmol/l and mg/dl. Check standard showed that meter was working correctly. The strips were expired (07/2004) and this was understood by customer. Customer service also discussed proper blood sampling technique. Customer service offered to trade up to breeze meter. The customer accepted. Later in the day, the customer's wife took him to the hospital because he was showing symptoms and they could not obtain blood for testing. The doctor adjusted some of the customer's medications. Customer service was shipping new lancing device in addition to the new meter.